Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menstrual periods highly haemorrhagic / abundant menstrual periods") in a (B)(6) female patient who received essure (batch no. C38212). The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section, borderline ovarian tumour, ovariectomy, therapeutic abortion and endometriosis. Concurrent conditions included uterine fibroids and submucous leiomyoma of uterus. Concomitant products included ulipristal acetate (esmya). In (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2015, the patient experienced fatigue ("major and chronic fatigue") and tendon disorder ("tendinopathy in hip"). On an unknown date, the patient experienced dizziness ("dizzy spells") and polyp ("polyp"). The patient was treated with surgery (hysteroscopy for essure and polyp removal are scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, fatigue, dizziness, tendon disorder and polyp outcome was unknown. The reporter provided no causality assessment for menorrhagia, fatigue, dizziness, tendon disorder and polyp with essure. The reporter commented: the gynaecologist would like information on essure, what to say to the patient and hysterectomy. No anaemia (haemoglobin was normal). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: haemoglobin result was 14 g/l (normal). Quality-safety evaluation of ptc: lot number c38212 (production date 20-mar-2014, expiration date 31-mar-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: essure lot number and quality-safety evaluation of ptc were provided. Company causality comment: a female patient had essure inserted and had menstrual periods highly haemorrhagic / abundant menstrual periods (interpreted as menorrhagia). Formerly also allergic shock due to food was reported but then denied upon follow-up. A hysteroscopic removal of essure and a polyp is planned. Menorrhagia is serious due to its medical significance and it is anticipated in the reference safety information for essure. In this case, the patient had a previous history of fibroids which is a plausible alternative explanation for the menorrhagia. However, given the nature of this event, and regarding the fact that genital bleeding and menses pattern changes may occur after essure implantation, a contributory role of essure cannot be totally excluded. Additional non-serious events were also reported. Upon receipt of follow-up information, this case was regarded as incident since device removal will be required (intervention required). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further ae case reports have been received to date in relation to the reported batch. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menstrual periods highly haemorrhagic / abundant menstrual periods / menorrhagia") and myomectomy ("three fibroids were removed") in a (B)(6) female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section, borderline ovarian tumour, ovariectomy, therapeutic abortion in 2006, endometriosis and normal delivery in 2006. Concurrent conditions included uterine fibroids and submucous leiomyoma of uterus. Concomitant products included ulipristal acetate (esmya). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis of hip - tendinopathy in hip") and anaemia ("anaemia") with fatigue and dizziness. On (B)(6) 2017, 2 years after insertion of essure, the patient underwent myomectomy (seriousness criterion medically significant). On an unknown date, the patient experienced polyp ("polyp"). The patient was treated with essure removal via hysteroscopy without salpingectomy on (B)(6) 2017 together with fibroids removal. At the time of the report, the menorrhagia, myomectomy, tendonitis and anaemia had resolved and the polyp outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter provided no causality assessment for anaemia, myomectomy, polyp and tendonitis with essure. The reporter commented: no anaemia (haemoglobin was normal). Essure system was removed (as patient's request and due to medical reason) during hysteroscopy without salpingectomy, so tubes are still in place. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynaecological surgery; presence of three fibroids, removed on day of removal of essure. The reporter said that the 3 fibroma should be responsible for menorragia, and perhaps, without precision, on essure system. The patient feel better now after essure system removal. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 14 g/l (normal). Essure correctly positioned, checked by hysteroscopy. No information is known or available on tubals aspect post procedure (essure removal procedure). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 27-apr-2017 for the following meddra preferred term: - menorrhagia - the analysis in the global safety database revealed 388 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number c38212 (production date 20-mar-2014, expiration date 31-mar-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-apr-2017: essure removal questionnaire received from physician: medical history "pregnancy at term" was added; new events and reporter causality were provided. Essure removal was performed on (B)(4)2017. Company causality comment this spontaneous case report refers to a (B)(6) female patient who had essure inserted and experienced menstrual periods highly haemorrhagic / abundant menstrual periods / menorrhagia). Approximately 2 years after insertion, she underwent a hysteroscopy removal of both essure coils together with the removal of three fibroids (myomectomy). Menorrhagia is anticipated in the reference safety information for essure while myomectomy is unanticipated. The patient's medical history of multiple uterine fibroids and endometriosis is a plausible alternative explanation for the menorrhagia. However, based on a positive temporal relationship and essure safety profile, the causality between this event and essure use cannot be totally excluded. Based on essure local mechanical action into fallopian tubes and also based on patient's past medical history, the event myomectomy was seen as an underlying condition and thus considered as unrelated to essure use. Product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, this lot was performed per requirements and the products meet all release requirements. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No further information is expected.